Event description:
A user facility biomedical technician (bmt) reported when the patient was running on the machine, the technician heard a clicking sound. When the rotor was removed at least 2 of the guide pin covers could be removed. The sample was reported to be available to be returned for evaluation. Upon follow-up, the bmt stated the issue was discovered during inspection and stated a leak did not occur during patient treatment. The bmt confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The bmt reported the issue was discovered before the line could be cut and cause a large blood leak. The machine has 7000 machine hours, and the sample is available to be returned for evaluation.

Manufacturer narrative:
Additional information: b5 upon additional information received 06/19/2023, it was determined a blood leak event did not occur. This submission serves as a retraction MDR for MFR report number 2937457-2023-00879, and no subsequent submissions will be performed for MFR report number 2937457-2023-00879.

Event description:
A user facility biomedical technician (bmt) reported when the patient was running on the machine, the technician heard a clicking sound just before the line could be cut and caused a large blood leak. When the rotor was removed at least 2 of the guide pin covers could be removed. The estimated blood loss was unknown. The sample was reported to be available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.